Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-06285. The pt had two leads implanted with the same lot number. Info provided by the pt's atty, indicted the pt alleges the following issues: the pt experienced frequent overstimulation when his scs system was turned on and off. The pt's scs system was explanted (exact date is unk). Add'l info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on (B)(4) 2014, and the pt's scs system was not evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues prior to explant.